Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by a failure of the sdi connector. It is speculated that the sdi connector was broken because excessive force was applied to the connector when the user mounted and and/or disconnected the sdi cable. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the front panel touchscreen has a deep scratch. The user's report is confirmed. There is no hd-sdi signal due to a faulty rear panel assembly. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera 4k uhd camera control unit for use, there were no video signals going out to record. The was no patient impact related to this occurrence.